Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported air embolism. The ECG changes and hypotension are cascading effects of the air embolism. Air embolism, ECG changes, and hypotension are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical interventions were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. Small atrium, and small cardiac chambers. A steerable guide catheter (sgc) was advanced to the left atrium (la). While retracting the dilator and the guidewire, the tip of the guide was positioned in the middle of the la not touching any structure. During retraction, aspiration was performed, and 50ml of blood was removed. The patient¿s blood pressure dropped and decreased to 40/20 and elevation were noted in the ECG (electrocardiogram). Cardiopulmonary resuscitation (CPR) was initiated as the ejection fraction (ef) was almost non-existent. CPR was given for approximately five minutes. During this process, a transthoracic echocardiogram was performed, and air was observed in the right coronary artery (rca). Aspiration was performed and 100 ml blood was removed, but no air was extracted. The sgc was examined but no air was entering the sgc, and the physician decided to leave the guide in place. It was noted that the air was absorbed by the tissue within minutes. After five minutes, the blood pressure, ECG and ef normalized, and the patient was stable again. No air was observed anymore. The procedure was continued. A mitraclip xtw was centrally implanted on the mitral valve, reducing the mr to trace. It was noted that the patient was in stable condition. There was no clinically significant delay in the procedure.